Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's had a loss or change in therapy stating that they were back to wearing pull ups at night and pads during the day starting 1-2 months ago. Patient stated they were not feeling stimulation on program 3 at 5.0, and neither on program 4 at 7.1 or program 1 at 7.1, however the therapy was not on. It was reviewed with patient that therapy had to be on to be effective so therapy was turned on but the issue of not feeling stimulation did not resolve. Patient further reported that they¿ve had a couple of falls since this year due to the arthritis in their lower back. Patient stated they would contact their healthcare professional (hcp) to have their leads and ins checked. Additional information was received from patient stating that they were feeling pressure down there as if they were going to have a baby. Patient noted they have tried all different programs and falls all the time. No further complications were reported.